Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 711 mg/dl. The customer did not experience symptoms such as a result of high blood glucose level. Troubleshooting was done for high blood glucose. The customer was treated with intravenous and nausea medication. The customer was wearing the insulin pump within 48 hours during the hospitalization. Based on customer report customer did allege pump was under delivering because basal not delivering. Drive support cap was normal. High pressure test was passed. The insulin pump will be returned for analysis. Frn-mmt-332-rsvr,unomed set.

Manufacturer narrative:
Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08785 inches. No under delivery anomaly noted during testing. Device was received with cracked battery tube threads and scratched reservoir tube window. (B)(4).